Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 6f amplatzer torqvue delivery system was selected for use. During device preparation, when they were flushing the system, leaking saline was observed in a continuous drip on the extension tube next to the stopcock. The device never made contact with the patient and was exchanged for a new 7f amplatzer torqvue delivery system. However, leaking saline issue also occurred after patient contact - leak was observed during flushing at the hemostasis valve. The device was replaced with a third new unknown sized unknown manufacturer device to complete the procedure. The patient was reported to be in stable condition.

Event description:
N/a.

Manufacturer narrative:
An event of fracture on the y-connector extension tube was reported. The device was returned to abbott for analysis, it was found that the delivery system components were all each visually examined and the hemostasis valve was found to have a fracture damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the event of the fracture on the y-connector extension tube appears to be related to a potential product quality issue; the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.